Event description:
The patient reportedly experienced pain at the implant site 2 weeks following initial implantation. The patient reportedly developed a seroma at the implant site. The patient was treated with antibiotics (type unknown). The patient's seroma has reportedly resolved. The patient continues to be monitored.